Event description:
It was reported that the patient presented to hospital with lead noise. The device charged both times to deliver therapy, but shock was not delivered due to sinus redetect. The pacing lead impedance had decreased. Lead was explanted and replaced. There were no reported adverse consequences to the patient.

Manufacturer narrative:
.